Event description:
It was reported by the ventricular assist device (vad) coordinator, that while trying to change the speed on the backup controller, the settings were all blank. Additionally, the controller would not stop alarming once unattached from the power with alarm silence adapter in place. While inspecting the backup controller, it was reported that there may be a bent pin on one of the ports. The patient was issued a new backup controller. There were no reported consequences or impact to the patient; the patient was in the clinic during the event. No additional information was provided.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Controller has not been received.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a damaged ic (u17) on the power board. The confirmed malfunction is related to the reported event. The manufacturer has opened an internal investigation to evaluate these types of issues. The most likely root cause of the failure is electrostatic discharge, which likely contributed to the event. Fsca apr2013; FDA recall number z-1813-2013 - notification. The notification indicated that esd is a known risk for electronic equipment and identified techniques to reduce exposure to esd. The instructions for use (IFU) and patient manual also addressed esd awareness and controller alarm management. The notification instructed patients to reduce the risk of esd by avoiding dry environments, certain fabrics, and materials such as silk clothing and carpeting, electronic devices prone to static electricity, and certain activities such as vacuuming and removing clothes from a dryer. Patients were instructed to carry backup controllers at all times and are trained on how to perform a controller exchange in emergency situations. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.